Event description:
The customer stated there was a speaker malfunction on the mx40. The device was in clinical use at the customer site. There was no report of patient injury or death. There was no patient data evaluated as there was no report of patient harm. .